Event description:
The customer reported that the jaws of the device would not open. Questions were asked to the site but no further info is available. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.